Event description:
The user facility reported "the surgeons find there is resistance during the insertion of the trocars and although it seals well, it is difficult to insert for the placement of the entry site alignment (esa) cannula. Surgeons require a great deal of force to insert using a twisting technique and thereby twisting the esa on the trocar before it's placed into the wound." Additional information received: there was no patient injury or medical intervention required. No delay in surgery required other than a change in technique for insertion/twisting motion.

Manufacturer narrative:
The user facility will not be returning the product. A follow up report will be submitted should additional information become available.